Event description:
During knee surgery, it was discovered that one flange of drill-bit was broken and was missing. The wound was searched and the broken piece was discovered. The 2 pieces fit together perfectly without evidence of any add'l missing piece. An intraoperative portable pain film was obtained and demonstrated no retained metal debris in the world. No harm to pt. FDA safety report ID# (B)(4).